Event description:
During a follow up call the patient stated he received a blood glucose reading of "hi" on his blood glucose monitor. He stated he previously lowered his basal rates to combat low blood glucose readings and he "over did it" and his blood glucose is now rebounding high. He stated he returned his basal rates to normal and he will be visiting his doctor for an evaluation. The patient was not available for follow up. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.